Manufacturer narrative:
Product complaint # (B)(4). Additional product code: mnh, mni, kwq, kwp. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a tlif (l4) treating lumbar spinal canal stenosis surgery. When the surgeon adjusted the direction of the reduction head with the alignment tool, one of the reduction head¿s tab broke. The surgeon also broke the other tab, and the setscrew head of the reduction head was deformed. The procedure was completed with less than 30-minute surgical delay. No further information is available. Concomitant device reported: pedic-scr-matr ø7 cann l45 tan (part:04.616.745s;lot# unknown; quantity: unknown), unk, insertion instruments (part# unknown; lot# unknown; quantity: unknown), unk, rods (part# unknown; lot# unknown; quantity: unknown), unk, screwdrivers (part# unknown; lot# unknown; quantity: unknown), unk, locking/set screws (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 7.0mm ti cannulated matrix screw 45mm thread length. This report is 2 of 2 for (B)(4).